Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from one patient sample when processed on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The result was reported out of the laboratory. A corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es result occurred from one patient sample processed on the vitros eci immunodiagnostic system. The possibility that poor sample processing, or an analyzer issue had contributed to the results could not be ruled out. The investigation could not confirm that the sample in question was processed in accordance with the tube manufacturer's recommendations. Cellular debris, due to poor sample preparation, may have been present in the affected samples, although this could not be confirmed. An ocd field engineer replaced the incubator module to return the system to expected operation. The root cause of this event is unknown.